Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy, while resecting the tumor on the liver parenchyma. The reload was connected to the handle, opening and closing check was performed without any problems. The surgeon closed the jaws, however, he/she felt as if the jaws were open almost at the point of getting caught when inserting the device into the trocar. The green button was pressed. When the surgeon attempted to fire the stapler, it was unable to fire. A new reload was taken out, but still would not fire. The second reload was connected to a new handle, and fired without problems. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.